Event description:
Attempted ankle arthrodesis performed 11/1/91. Fusion failed and pt progressed to a non-union of the fracture site. Three screws were placed during the initial surgery. One screw was found to be broken intraoperatively. Pt was admitted to rprt's facility 9/13/94 for right ankle fusion with clamp fixation and iliac crest bone grafting. Previously placed internal fixation devices (screws) were removed. Initial surgery was performed at another facility.